Manufacturer narrative:
Findings: unit had cracked lcd window, cracked case at display window corners, broken belt clip slot, cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring and cracked case at reservoir tube window corner.

Event description:
It was reported that the customer cosmetic damage on the insulin pump. The customer's blood glucose level was 91 mg/dl. The customer insulin pump had a crack on reservoir compartment. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The customer insulin pump will need to be replaced.